Event description:
It was reported that the implantable pulse generator (ipg) and right ventricular (rv) lead were attempted but not used during the implant procedure. Both the device and lead showed failure to pace and difficulty with capture. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.